Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Medical device: serial number (B)(4), lot number 62812. The event of malignant glaucoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, and patient details.

Event description:
Healthcare professional reported day 1-post op, patient had aqueous misdirection which resulted in elevated iop and flattening of the anterior chamber in the left eye against the xen®45 gts. According to physician, this most likely occurred intra operatively and was not directly related to any portion of the xen stent implantation itself. Healthcare professional is currently treating the patient to control the aqueous misdirection.